Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that the cause for the aortic malposition was the valve being positioned too high pre-deployment. The pvl was resolved with implantation of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a ta tavr procedure, the sapien valve was deployed too aortic, resulting in severe paravalvular leak (pvl) and requiring a 2nd valve. The native aortic annular diameter was 22 mm by tee. The native valve was moderately calcified and no calcification was noted on the aortic root. A balloon valvuloplasty (bav) was performed prior to valve deployment. The valve was positioned too high and landed 90:10 aortic/ventricular on the posterior side and on the anterior side it was 100% aortic. A second valve was deployed 50:50 and landed 60:40 aortic/ventricular with no pvl or central leak noted. During valve deployment, ventilation was held and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system, and the image intensifier angle was good. The patient was transported to ccu in stable condition. Post procedure discussion was that the first valve was too high pre-deployment.